Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed cassette not latched error. There was no patient involvement. The issue discovered during testing.

Manufacturer narrative:
D9: product received date 1/24/2025. H3: one device was returned for analysis with complaint of cassette not latched error. Review of event log found no error codes. No 12-month service history was found. Visual and functional testing was performed. The upstream occlusion (uso) sensor is not occluding or responding as expected. Replaced uso sensor and seal. Device passed verification testing post repair. Probable cause was a defective uso sensor.